Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. During evaluation of the device at a third-party service center, the device logs were downloaded and 0 errors were found. Corrosion in device was found and existence of foam particles inside the blower kit was confirmed during the testing of the device. Fluid contamination was also found in the device. The device was scrapped.

Manufacturer narrative:
H3 other text : device was returned to third-party service center.